Event description:
It was reported that the physician was unable to interrogate the pt's generator. The generator may be at expected end of service, but there is not sufficient information available currently to confirm this. Attempts for further information have been unsuccessful to date.